Event description:
Boston scientific received information that the patient implanted with this pacemaker had twice experienced syncope and collapsed in the weeks after implant. During a scheduled follow-up appointment, no out of range measurements were noted. The patient experienced syncope again and changed physicians. A long term EKG was performed, and episodes of complete heart block with escape rhythms less than 30 bpm were observed. It was suspected the right ventricular (rv) setscrew had not been properly seated at implant. This device is not included in an advisory population.

Manufacturer narrative:
A revision procedure was performed. During the revision, the rv setscrew was reseated. Following the revision, no further patient effects were reported, and the system was operating normally. Inquiries have been made by the criminal investigation department of the police concerning the implanting physician. The available information suggests the device remains implanted with no further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.